Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred occasionally between 2/1/2026 and 4/29/2026. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.